Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Shp cable and button assembly) the evaluation confirmed the reported event and attributed it to use error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/23/2024, it was reported by a facility representative via (B)(4) that an ar-8332h shaver hp, has exposed wires. This occurred during use in a case with no patient impact.